Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates "j" stiffener wire has fractured at the weld site. The portion of "j" stiffener wire received completely out of the lead body measures approx. 88mm. It appears that the entire "j" stiffener wire was received with all recorded measurements adding up to approx. 88mm. Visual inspection of the outer polyurethane insulation indicates an abraded hole approx. 25mm proximal of the weld site.